Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had presented with a ruptured aneurysm and the physician performed an open repair of the rupture and placed a tube graft proximally under the lowest renal, cut the proximal portion of the prior talent stent graft and sewed the tube graft to the talent stent graft. The patient had no issues post procedure until the patient was found to have an endoleak coming from the right common iliac limb. The physician stated that there may have been a tear in the fabric of the stent graft from the clamp that was used during the open rupture repair. Coils were placed into the right hypogastric artery and a 16/13/156 endurant limb was placed landing proximally at the bifurcated area of the talent stent graft and distally 3cm past the right hypogastric. The endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.